Event description:
It was reported that during a stenting treatment procedure, the stent was explanted. The target lesion was located in the saphenous vein graft (svg). A promus element plus, otw 3.00x24mm stent was successfully implanted. During removal of a non bsc embolic protection device, it became snagged on the deployed promus element stent which became explanted. The explanted stent remained on the non bsc embolic protection device. The result was a minor disruption in the intima of the graft. The lesion was recrossed and a promus 3.0x 24 was implanted successfully. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore , a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).